Event description:
Upon the nurse's 8:00pm assessment of a patient, the nurse noted the negative pressure wound system (wound vac) was not working appropriately. (The order was for the wound vac to run continuously at 125 mmhg.) The nurse pressed the power button a couple of times, but the wound vac would not turn on. The nurse made sure that the cords for charging the equipment were plugged into the outlet and that the tubing was all unclamped. The nurse had a second nurse assess the equipment, and that nurse could not power on the wound vac either. A new wound vac was ordered for the patient and arrived on the unit at 9:30pm. Upon placing canister to the new wound vac machine and having the right setting at 125 mmhg, the two nurses observed instant pull of bloody output through the tubing to the canister. The non-functioning wound vac was removed from service and sent to manufacturer's district office.